Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection. The left ventricular (lv) lead and right atrial (ra) lead were explanted and leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.